Manufacturer narrative:
It was reported that a patient underwent an left atrial flutter fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was "pushing back" when trying to advance into the vessel at the groin site. It was reported by the caller that the physician noted the following: the tip of the vizigo sheath was "pushing back" when trying to advance into the vessel at the groin site. The sheath was replaced and the issue was resolved. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A dimensional inspection was performed, and the device passed within specification. A device history record was performed, and no internal action related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an left atrial flutter fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was "pushing back" when trying to advance into the vessel at the groin site. It was reported by the caller that the physician noted the following: the tip of the vizigo sheath was "pushing back" when trying to advance into the vessel at the groin site. The sheath was replaced and the issue was resolved. Additional information was received indicating the resistance was with the device and the vasculature. The resistance resulted in damage to the sheath and the shaft was described as ¿wrinkled¿. Nothing was inserted within the sheath just a wire to exchange once resistance was met.